Manufacturer narrative:
.

Event description:
The representative reported the patient had experienced a return of symptoms subsequent to product revision. A programming error was confirmed; an incorrect priming bolus had been programmed. The programmed prime had been for 26.5-cm; review of the chart showed the last priming bolus had been for 26.5-inches. Additional information has been requested from the physician.